Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure for a right hiatus hernia through the broad ligament of the uterus on an unknown date and suture was used in the hiatus. One year and one month later, the patient visited the ER with a complaint of sudden lower abdominal pain, and a CT scan showed findings suspicious of a hiatal hernia with strangulated bowel obstruction, and an emergency laparoscopic repair was performed again. The same hiatus as in the previous surgery was observed, and the absorbable suture used in the previous surgery was not seen. This time, the surgery was completed with continuous suture closure of the hiatus with a different suture. Because the color of the incarcerated intestine gradually improved, the operation was completed without resection. The postoperative course was uneventful, and the patient was discharged on postoperative day 4. Two years and three months after the operation, no recurrence has been observed. Additional information has been requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Was the index hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Any photos available?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/7/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: the patient was a 36 year-old woman. 2. Date of index surgical procedure?=>unknown. 3. The diagnosis and indication for the index surgical procedure? Hernia of broad ligament. 4. Was the index hernia repair associated with this event performed on primary or recurrent hernia? Unknown 5. What was the defect size/type/location of the hernia associated with this event? On broad ligament. 6. On what tissue was the suture used? Sutured on broad ligament. 7. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown 8. How was the suture placed (interrupted or continuous)? Unknown. 9. How was the suture originally tied (multiple knots, square knot, etc.)? Unknown. 10. Please describe any medical/surgical intervention required for this suture event including dates and results. Re-operation 11. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. 12. What symptoms did the patient experience following the index surgical procedure? Onset date? Abdominal pain and ileus. 13. Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? Unknown. 14. How was the recurrence diagnosed? CT. 15. Other relevant patient history/concomitant medications? Unknown 16. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown 17. What is the patient's current status? Two years and three months after the operation, no recurrence has been observed. 18. Lot number? Unknown. 19. Any photos available? No photo is available.